Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted reported that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.